Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found. Seven unopened samples were returned by the customer. The visual inspection and testing was performed on sampling. The device was successful in taking the samples in all three stroke lengths thrice with no issue. No corrective action can be taken as the issue cannot be duplicated.

Event description:
Biopsy instrument was unable to take a biopsy from tissue. Failed biopsy did lead to bleeding, not serious/life threatening.

Event description:
Biopsy instrument was unable to take a biopsy from tissue. Failed biopsy did lead to bleeding, not serious/life threatening.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.